Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found vacuum pump to be not performing to specifications. The liquid leak found to be wash buffer ii. The fse replaced vacuum pump and verified system performance to published specifications. Hardware has been determined to be the root cause.

Event description:
A customer contacted beckman coulter inc., (bci) to report "vacuum under limits" errors and a liquid leak from the access 2 immunoassay system. Customer was advised to wear proper personal protective equipment (ppe) while handling fluid. There was no report of injury to the user.